Manufacturer narrative:
Date sent to the FDA: 08/01/2019. Additional h-3 summary: a labeled winding former with a re-parked used and dispensed needle/suture piece of product code vcp345 were returned for analysis. During the visual inspection, the swage and attachment area of the needle were noted to be as expected and the suture present body fluids and was observed detached do the stress applied to the strand, damaged on the surface and stress at the end. The product code vcp345 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records couldn't be reviewed as the batch number is unknown. Per the condition of the sample received, the assignable cause of the performance breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent c-section on (B)(6) 2018 and suture was used. Suture broke during the procedure. A like device was used to complete surgery. There were no adverse patient consequences reported.